Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the bx channel was leaking and had internal tearing. Additionally, the forceps glue on the distal end was cracked and peeling. The elevator water flow was loose, the labeling was faded, and the light guide tube was buckled. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the evis exera ii ultrasound gastrovideoscope due to a leak detected during reprocessing. Upon further evaluation once returned, it was noted that the adhesive on the device was cracked and peeling. This report is being submitted to capture the damaged adhesive. There was no patient involvement during this event.

Manufacturer narrative:
Initial occupation - spm sterile processing dept. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿warning¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ based on the results of the investigation and the condition of the device, the reported event was likely caused by excessive force applied to the device either by repeated use or rough cleaning. Olympus will continue to monitor the field performance of this device.